Manufacturer narrative:
Additional information was received that a post-implant balloon aortic valvuloplasty (bav) was performed with the first valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-29, serial/lot #: (B)(4), ubd: 08-apr-2021, UDI#: (B)(4); product ID: evolutpro-29, serial/lot #: (B)(4), ubd: 16-apr-2021, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) and valve were not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was noted to be positioned too high from the left side but was inadvertently released instead of recaptured into the capsule. The loose valve was then snared to the ascending aorta and a second valve was implanted. The second valve did not manage to stabilize the first valve which was loose and moving in ascending aorta. Later that same day, surgical intervention was performed and the first valve was explanted. The second valve remained active and implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the reported event indicates that during the implant of this valve, the valve was intended to be recaptured but was inadvertently deployed in a high position. Based on the information available, the inaccurate delivery was due to user malfunction as it stated during attempted recapture the valve was inadvertently deployed instead of recaptured. However, without flouroscopy or angiography pictures for review, the root cause of the sub-optimal implant cannot be conclusively determined. There is no information to suggest that a device quality deficiency may have caused or contributed to this event. Updated data: h6 - results code, conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.